Event description:
The customer stated that she performed control tests and received some low results. She performed 2 more control tests while troubleshooting and received results of 42 and 57 mg/dl. The normal control range was 100-139 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.